Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our affiliate in (B)(6), during a transfemoral tavr procedure to implant a 26mm sapien 3 valve in the aortic position, the procedure was aborted after inserting the device. The reason for the aborted procedure was not provided. It was noted that during the insertion of the valve and delivery system, the 3-way stopcock with the inflation device was detached for a short time. Difficulties were encountered during the withdrawal of the valve through the sheath and surgical intervention was done. No further information could be obtained.

Manufacturer narrative:
The commander delivery system was not returned to edwards for evaluation. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. No case imagery was provided for review. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no other similar complaints. The IFU and training manuals have been reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the complaint was not able to be confirmed due to the unavailability of the complaint device or applicable device imagery. No manufacturing non-conformances were identified during engineering evaluation. A review of the lot history and DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, 'patient who underwent an implant of a 26 mm sapien 3 valve by transfemoral approach. The procedure was aborted after inserting the device. There were troubles to withdraw the valve through the sheath and surgical intervention was done.' Access vessel tortuosity and calcification can increase the likelihood of withdrawal difficulty as they can cause non-coaxial retrieval of the delivery system. If the valve was still crimped on the balloon during a non-coaxial retrieval, it can get caught on the sheath tip and contribute to withdrawal difficulties. Per training manual, 'ensure the thv is centered on the flex tip', 'crimped thv aligned on balloon is larger than crimped thv off balloon. Take care if deciding to retrieve.' Additionally, it was reported that 'the 3 way stopcock with the inflation device was detached for a short while'. Detaching of the inflation device from the ds during the procedure could cause air to enter the delivery system and potentially alter the overall profile of the delivery system and inflation balloon which could potentially lead to the reported withdrawal difficulty. The cause of the event was not able to be determined as there was no procedural imagery, device return or information regarding the patient vasculature. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.